Manufacturer narrative:
The customer reported getting an ECG and pacer failures. The device was evaluated philips and the symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported getting an ECG and pacer failures.